Manufacturer narrative:
The glide scope core 15" monitor was returned to verathon for evaluation along with a glide scope core quick-connect cable and a glide scope bflex 3.8 single-use bronchoscope. A verathon technical service representative evaluated the returned glide scope core 15" monitor, but was unable to reproduce the reported issues. No issues were found; the device functioned as intended. The verathon technical service representative also evaluated the returned glide scope core quick-connect cable but was unable to reproduce the reported issues either. No issues were found; the device functioned as intended. The returned glide scope bflex 3.8 single-use bronchoscope has not been evaluated at the time of this report. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. The glide scope core 15" monitor and the glide scope core quick-connect cable were returned to the customer on the completion of the evaluation. No corrective action is required at this time. Verathon will continue to monitor for trends. The glide scope core operations and maintenance manual (omm) states, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The issue was a "second occurrence" that was previously unknown to verathon. In the omm it states for the customer to, "report any suspected defects to verathon customer care."

Event description:
The customer reported that during a patient procedure, using a glide scope core 15" monitor, the image would have white lines before the screen would go black. The customer was not able to provide the exact date of occurrence stating only that it occurred "within the last couple of months." No delay in the procedure, use of a backup device, harm to the patient, or user was reported.